Event description:
Stenting of the left circumflex artery was performed and a 1.25 x 10 mm balloon was being advanced; the plastic balloon material came off the balloon and embolized to the left main coronary artery leading to hypotension and cardiac arrest. Pt was resuscitated but is in critical condition. The pt is now tolerating trach mask but not tracking. Prolonged cardiac arrest and resuscitation contributing to suspect anoxic injury was divulged. Extensive and prolonged care is now expected.